Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2019 the following findings: during investigation, there was a blank display at power up with audible and vibe. Unable to test any button due blank display. There was a call service alarm for ¿no cartridge detected warning" observed in black box. Opened pump. Moisture corrosion on display and transceiver board, on force sensor flex pin. Due moisture damage and blank display, unable to investigate complaint about load step malfunction. Additionally, there was a cover crack found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was a prime/load step malfunction. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.